Event description:
The customer reported that unstable temperatures were experienced during an rf ablation procedure. For that reason, the procedure was stopped. CT images confirmed the target lesion was not ablated. The patient returned for another ablation procedure on (B)(6) 2015 which was completed without any problems.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 02/13/2015. Date of follow-up report: 03/10/2015. Testing of the incident act1520 electrode found it did not read the temperature within specification. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device.